Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: analysis of the returned device identified: broken plug strap, missing plug strap (0-25%), crease flat and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: device no leakage and sharp broken plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp pattern on plug strap of broken device assessed as an unidentified (tear) opening. Missing plug strap assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product, "valve delamination form shell" and "plug strap separation." Device has been explanted.